Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the device caused a "paddle fault" message to be displayed on the defibrillator display. The complainant indicated that there was no patient involvement in the reported malfunction.